Manufacturer narrative:
The immucor laboratory tested retention product on 08aug2017, which performed as expected.

Event description:
On (B)(6)2017, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.